Manufacturer narrative:
After further investigation, it has been determined that this event is a duplicate of a previously submitted report for patient identifier #(B)(6). If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the quick-switch valve with an enfit connector reportedly broke off from the male end that attaches to the dobhoff tube. It was also noted that the tube feeds had been dripping from the same male end prior to the break.

Manufacturer narrative:
According to the facility, the quick-switch valve with an enfit connector reportedly broke off from the male end that attaches to the dobhoff tube. It was also noted that the tube feeds had been dripping from the same male end prior to the break. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.